Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation underneath the electrode belt distribution node. The patient's nurse reported that they were treating the irritation. The exact nature of the treatment is unknown. During a follow-up it was reported that the patient still had the irritation, but that it was improving.